Event description:
During follow up on a low drain volume alarm on (B)(6) 2011, baxter product surveillance found out that when the patient was getting ready to start over with new supplies, the fluid rushed out of the drain line so the patient continued therapy with the same supplies. The patient stated they did not remember if they spoke with their nurse about this because they were travelling when it occurred. The patient stated they have been continuing therapy on the cycler successfully. There was patient involvement but there was no patient injury or medical intervention reported. Baxter product surveillance contacted the registered nurse (rn) on (B)(4) 2011 regarding the report of the patient continuing to use the same supplies. The rn stated they were not made aware of this and that as far as they knew the patient was continuing therapy on the cycler successfully. Baxter product surveillance recommended reviewing proper procedures with the patient. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.